Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer admitted to hospital due to high blood glucose. The customer's blood glucose was unknown. The nurse was unsure for using the insulin pump when troubleshoot was offered. No further details given on customer. The device will not be returned for analysis.